Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Physician reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision distance and intermediate. The lens was exchanged for another lens model 35 months following the initial procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of an unspecified cartridge. A viscoelastic was indicated which is qualified for use with this lens, with the use of qualified lens/cartridge combinations. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric multifocal, company (3.75cyl), 18.0 diopter (add power +2.2/+3.2) lens was replaced with an 18.5 diopter, non-company, toric monofocal lens model. The product has not been received to evaluate. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received as the lens was exchanged with other company lens.